Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a19952/a20170.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the ipg site. All components were explanted and discarded per hospital policy. The patient is currently doing well.